Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone), bupivacaine, and ketamine via an implantable pump for spinal pain indications for use. It was reported that  the patient was in the emergency room (ER) and they were stating that the pump was giving too much medication. The healthcare provider (hcp) wanted to know about how to stop the pump. The technical service (ts) reviewed minimum rate mode. The ts provided a contact information for the national answering services (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.